Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the submitted log file confirmed multiple low-speed events; however, a specific cause could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files captured low-speed events on (B)(6) 2020 at 10:47 am through (B)(6) 2020 at 7:28 am. A momentary pump stop event was also captured on (B)(6) 2020 at 7:28 am. Additionally, low flow events were captured on between (B)(6) 2020 at 7:28 am associated with low-speed events. All of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient experienced a low-speed and low flow event at home while on mpu support. The patient was switched to battery power and the alarms have not reoccurred. According to the account, no pump changed was planned the patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a low speed and low flow alarm at home while on mobile power unit support. The patient went to the hospital where this was confirmed in the event history. The patient was switched to battery power and the alarms have not reoccurred. No pump exchange is planned. No further information was provided.